Event description:
Boston scientific received information in (B)(6) 2012 that this family member contacted boston scientific's patient services to report that this patient had died in (B)(6) 2011 and asked if the patient's device and leads were included in any advisories. The family was directed to the company web site and was informed that the device and leads were not included in any advisories the family member feels that the device was defective as the patient's health status worsened once the device was implanted. The family had been informed by medical personnel that based on the patient's medical history, the cause of death was most likely the result of a heart attack. The family member was unaware if the patient's device had ever been followed utilizing the patient monitoring system. Patient services suggested that the family member contact the device-following physician to discuss the cause of the patient's death and to inquire if there was any indications of a device malfunction. According to the local representative, the patient's cardiologist was not aware of the cause of death. The last scheduled appointment with the patient's following cardiologist was in (B)(6) 2011. The clinic had no record of the patient being in the hospital. The patient was seen by a pulmonologist in (B)(6) 2011, who commented that the patient's severe cardiac disease was contributing to severe shortness of breath. The patient had a prior coronary artery bypass graft (CABG) operation, percutaneous coronary interventions (pci), evidence of peripheral vascular disease and severe left ventricular dysfunction. The patient's last ejection fraction (ef) was 20-25%. Boston scientific received information that this patient's communicator (monitoring system) was never set-up by the patient or patient advocate. Consequently, no interrogations were ever processed from the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.